Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the liver. An 18x165 cm transend guidewire was selected for use. During insertion, the connection between the hand-held end of the micro guidewire and the main body of the guidewire was fractured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire and a torque device were returned for this complaint, and it was observed that the distal tip of the guidewire was bent/kinked. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the liver. An 18x165 cm transend guidewire was selected for use. During insertion, the connection between the hand-held end of the micro guidewire and the main body of the guidewire was fractured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient status was stable.